Manufacturer narrative:
The device has been received for evaluation; however, device evaluation is not yet complete. A supplemental report will be filed upon completion of the evaluation.

Event description:
It was reported that the pump battery dropped from 60% to 35% while connected to a power source. The customer's blood glucose level was 239 (mg/dl). Reportedly the customer had an alternate pump for insulin therapy.

Manufacturer narrative:
It was reported that the customer experienced difficulty charging the pump. The investigation has been completed. Based on the analysis, the alleged malfunction was verified and a different issue was identified.